Event description:
In 2008, the pt reported that his blood glucose was elevated to 400 mg/dl on the day before. He stated that 120-140 mg/dl was a typical blood glucose range for him. He stated there was an air bubble in the insulin cartridge was not there when the cartridge was initially filled. He stated he changed the insulin cartridge, and his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.